Manufacturer narrative:
An evaluation was in process. A followup report will be submitted when the evaluation is complete. Evaluation in process.

Event description:
The account generated falsely depressed sodium results on 2 patient samples that repeated in the normal range on the architect c8000. Patient 1 tested sodium of 115.9 but repeated 139 (sodium reference of 138 to 145 for patient 1.). Patient 2 tested sodium of 113.8 but repeated 137.1 (sodium reference range of 136 to 145 for patient 2.). No unit of measure was provided. No specific patient information was provided. No impact to patient management was reported.

Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred, therefore, the device was not performing as intended at the customer site. However, no systemic issue and/or product deficiency was identified.

Manufacturer narrative:
The investigation included reviewing the architect (B)(4) service history, the complaint database and related product labeling. The abbott field service investigated the issue on site and found the mixer wash cups were overflowing due to a clog. Service cleaned the wash cups, tubing and connectors and performed verification procedures which confirmed the issue was resolved. Preventive measures for this type of issue would include visually monitoring the wash cups and performing as-needed maintenance procedure 2183 clean wash cups. The architect (B)(4) service history shows no recurrence of overflowing wash cups and erratic results. A complaint review identified no trends or issues for the replaced parts. A review of architect c8000 tracking and trending data revealed no issues or adverse trends related to the issue described in this complaint. The architect c8000 erratic result rate is within acceptable limits with no trends identified. The architect system operations manual provide information regarding specimen handling, maintenance, component replacement, and troubleshooting the reported issue. The inconsistent low results issue was resolved by performing troubleshooting and cleaning parts in accordance with current product labeling. The architect c8000 analyzer is performing acceptably.